Manufacturer narrative:
Findings: unit received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Unit received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the clear ring of the reservoir compartment fell off. The customer's blood glucose was unknown, the customer stated their sensor glucose was 7.6 mmol/l. The insulin pump will be returned for analysis.